Event description:
It was reported that during a laparoscopic appendectomy, the surgeon used a verres needle first, then put the first trocar into the patient, pulled out the obturator and inserted the camera. The surgeon noticed blood in the abdomen. The surgeon was going to use the same obturator to insert the second trocar however noticed the blade was exposed. The surgeon asked the staff for another obturator to put in the second trocar so that he could suction out the blood and use this as the working port. The surgeon suctioned 200cc of blood from the abdomen. The surgeon did not notice any active bleeding after having suctioned the abdomen but did notice a retroperitoneal hematoma. The surgeon proceeded to do the appendectomy laparoscopically. The surgeon was not comfortable with the retroperitoneal hematoma and converted the procedure to an open laparotomy. Upon opening the patient the surgeon noticed an injury to the right iliac artery. The surgeon repaired the artery. The patient developed a post op hernia at the incision site of the open laparotomy part of the procedure. The total amount of blood loss is unknown. It is unknown if the patient received a blood transfusion. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. In addition, a conversation with the ees risk manager and the surgeon took place regarding the incident: the surgeon indicated the shield did not cover the blade after entering the abdominal cavity, which after converting to open, found had caused a ¿little tiny nick¿. As the surgeon was converting to open, the scrub tech inadvertently discarded the device. As the device or lot number were not received, a device history review could not be performed.